Event description:
During product service by a service technician, a flo-gard infusion pump was found to have presented an f-38 alarm. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and a power-on self-test. The cause of the of the f-38 alarm code was determined be damaged force sensing resistors (fsr) and the sensors were replaced to resolve the problem. No action was taken as the force sensing resistors were out of stock. Should additional relevant information become available, a supplemental report will be submitted.